Event description:
In 2008, the pt reported that the plunger of the infusion device became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. The pt was educated on the proper technique for insertion and removal of the insulin cartridge. The pt was assisted with setting up his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.